Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for an extraction procedure. Upon examination, the patient had experienced swelling and wound dehiscence, revealing infection. The patient's implantable cardioverter defibrillator was explanted. The patient was stable throughout.